Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Customer reloaded the same cartridge and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.